Manufacturer narrative:
Manufacturer's investigation conclusion: this event was determined to be duplicate to manufacturer report number: 2916596-2021-03420. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange due to pump malfunction.